Manufacturer narrative:
A 3rd party service representative performed a checkout of the equipment and confirmed the reported complaint. The control panel was replaced, and the unit was returned to service.

Event description:
The hospital reported that the bag/vent switch is not functioning as expected during pre-use checkout. There is no report of patient involvement.